Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a stent placement procedure performed on (B) (6) 2008. According to the complainant, 119 days post duodenal stent placement, the patient experienced bleeding from ulceration of tumor. The bleeding was proximal to stent and partly under proximal end of the stent. The patient was treated with conservative management, receiving a blood transfusion and proton pump inhibitors. The patient recovered from the event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
(B) (6). (B) (4) (medical intervention required, bleeding). (B) (4). As the unit has not been returned, the complaint investigation site could not perform a technical analysis. A review of the device history record was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. The most probable root cause is anticipated procedural complication.